Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed sample that pertains to product code 8557h was received for analysis. An overall review of the sample revealed several black, unknown foreign matters located inside the packet¿s overwrap. Additionally, two photos were provided, and it showed the same condition of the samples received. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: are there photos available for visual analysis. Is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) I've attached two images for visual analysis. The device is still available for analysis.

Event description:
It was reported that a patient underwent an aortic valve repair procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to sales rep by a technician on the vascular team and handed rep an each of unopened prolene. The suture package has an unknown grey content inside of the packaging - it appears to be plastic remnants. No patient involvement was there. One device is returning. No adverse patient consequences were reported. Additional information was requested.